Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was difficult to load onto the pump due to damage to the pump cartridge rails. There was no reported impact to blood glucose. Contact declined to provide further information.